Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they received a no delivery alarm. The customer¿s blood glucose level was 451 mg/dl. They treated with manual injections. When the doctor changed the infusion set they noticed that the cannula was bent and they were not receiving insulin. Troubleshooting was performed on the insulin pump. It was noted that the customer forgot to prime the tubing. They will monitor the insulin pump and call back if the issue recurs. The device will not be returned for analysis.